Manufacturer narrative:
D4: lot number and expiration date updated since initial submission. Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿when the nurse changed the infusion connector for the patient, she opened the package and found that the transparent part of the connector was disconnected¿. The product in use at the time is reported to be a 2000e china from lot 23035119. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23035119 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.

Event description:
No additional information. It was reported that bd alaris smartsite needle-free valve separated. The following information was received by the initial reporter with the verbatim translated into english: in the gynecology department, when the nurse changed the infusion connector for the patient, she opened the package and found that the transparent part of the connector was disconnected, I hope to find out the reason for this, no green claim, no complaint reply letter is required.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve separated. The following information was received by the initial reporter with the verbatim translated into english: in the gynecology department, when the nurse changed the infusion connector for the patient, she opened the package and found that the transparent part of the connector was disconnected, I hope to find out the reason for this, no green claim, no complaint reply letter is required.